Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side granuloma.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on radius side assessed as surgical impact opening (shell thickness was within specification). Granuloma: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Stress marks were observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported left side granuloma.device has been explanted and replaced.